Event description:
Patient underwent repair of a delayed union periprosthetic fracture of the left distal femur with bone grafting from the right femur using ria bone grafting system. About a month post-op, the patient was going to the bathroom, not using her walker, and the right leg gave out. The patient fell down and was seen in the emergency room. X-rays done in the emergency room showed displaced subtrochanteric fracture at the right femur. The patient underwent open reduction internal fixation displaced subtrochanteric fracture of the right femur using gamma nails. The right femur was the site of the previous bone graft harvest using the synthes ria bone grafting system.